Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Right / left plunger cases were cracked by the screw. Error history log review found a force sensor test error. The root cause of the reported issue was found to be contamination / fluid ingression on main board. Actions were taken to mitigate the reported issue: replaced main board. Perform preventative maintenance and all functional test passed.

Event description:
It was reported that the pump had a system failure force sensor test. No patient injury was reported.